Event description:
The customer received a blood glucose reading of 405 mg/dl and then received readings of 150 mg/dl, 153 mg/dl, 129 mg/dl and 155 mg/dl within 10 mins of the first reading. The customer did not allege any adverse events. The customer does not have any left, so no product will be evaluated.